Event description:
The valve was explanted due to material located in the cusps that was not allowing the valve to open fully. It was believed there may have been possible endocarditis. The hosp pathology at explant revealed fibrin tissue on the cusps.